Event description:
It was reported that this right atrial (ra) lead has over-sensing of noise. The ra lead remains implanted. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).